Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, the right ventricular (rv) lead demonstrated undersensing, while the atrial lead exhibited high pacing impedance. No intervention was performed, and the patient will continue to be monitored. There were no patient consequences reported.